Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on (B)(6) 2021 using the elite curve 150 and curve 240 applicators and developed paradoxical hyperplasia (ph) after treatment. Patient diagnosed with ph on (B)(6) 2021 by a medical professional.

Manufacturer narrative:
Additional information: a2, a3a, a4, a6, b5, d1, and d4. Corrected data: d8, e1, g1 and h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and may have developed paradoxical adipose hyperplasia.